Manufacturer narrative:
All samples with accutni results greater than 0.06ng/ml are re-centrifuges and re-analyzed. Qc was within the customer's established ranges during this event. Per the cf, system checks have been within specifications. Myoglobin and tbhcg are also analyzed on this instrument and there have been no issues with these assays. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found the high voltage setting changed from 176 to 197. The fse replaced the transducer housing and verified the alignments and settings. All verification testing met specifications. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained a troponin (accutni) result within the risk stratification range for one (1) patient's sample. The specimen was analyzed on access 2 immunoassay system. Upon repeat, the result was within the normal reference range. The results were reported out of the lab. Customer states the patients were held longer for observation only, no additional treatment was pursued. No further reports of death, injury, or change to patient treatment have been reported in connection with this event.